Event description:
(B)(6) from dr. (B)(6) office called and reported right capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.